Event description:
Medtronic received information that during use, of the dlp high flow coronary artery ostial cannulae, it was reported that the tips rotated. The customer also noticed that the tip of one dlp high flow coronary artery ostial cannula had detached before it was used. The cannulae were replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the tips that rotated during use did not detach.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.